Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was receiving IV remodulin using a cadd solis pump. The patient also reported that one of the pump battery life constantly reads 100% and does not adjust to the actual battery level. There were patient involvement and no harm reported.

Manufacturer narrative:
Correction: d3, manufacturing plant address 1, d3, manufacturing plant city, d3, zip code, d4, serial #, g2, report source. H4 - device MFR date is unknown; no information is available based on the reported serial number. H6. Codes: updated. Device evaluation: the customer reported the pump battery life constantly reads 100 percent and does not adjust to the actual battery level. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.